Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7xb slide lever for bisector gets stuck. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The vv 7 xb device was returned to the factory for evaluation. Signs of blood and clinical use were observed. A visual evaluation was conducted. Blood and small amounts of tissue was observed on the jaws of the harvesting device. No failures were observed. A mechanical evaluation of the hemopro bisector blade slider was conducted. The toggle was able to advance and retract the blade with no resistance felt. Based on the returned condition of the device and the results of the investigation, the reported failure for ¿mechanical issue; button slider/thumb trigger stiff, not sliding, jammed¿ was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7xb slide lever for bisector gets stuck. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: tw # (B)(4). Autonumber: # (B)(4). The vv 7 xb device was returned to the factory for evaluation. Signs of blood and clinical use were observed. A visual evaluation was conducted. Blood and small amounts of tissue was observed on the jaws of the harvesting device. No failures were observed. A mechanical evaluation of the hemoro bisector blade slider was conducted. The toggle was able to advance and retract the blade with no resistance felt. Based on the returned condition of the device and the results of the investigation, the reported failure for ¿mechanical issue; button slider/thumb trigger stiff, not sliding, jammed¿ was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7xb slide lever for bisector gets stuck. A replacement device was used to complete the procedure. The hospital did not report any patient effects.